Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor distance vision. The lens was defective, and an explant was planned. The clinical reason for the explant was a myopic surprise with poor quality of vision, both uncorrected and corrected. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the lens was explanted and replaced with company lens in a secondary procedure. No patient harm was reported.

Manufacturer narrative:
Correction was provided in d.4. The manufacturer internal reference number is: (B)(4).